Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was selected to dilate the target lesion. However, upon the second inflation at 15 atmospheres for 30 seconds, the balloon ruptured. The device was pulled out without any issues and the procedure was completed with a 1.0mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).